Event description:
Boston scientific crm received information that this patient presented to the clinic with the pacemaker exposed and infected. The physician admitted the patient to the hospital and administered antibiotics for seven days, and removed the infected system. A new pacing system was implanted on the patient's right side.

Manufacturer narrative:
The explanted pacing system was sent to the hospital pathology department and will not be returned for analysis.